Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that ins battery was empty after 1.5 years. Settings and impedance values were provided, and it was asked if the battery depletion was normal with these settings. Impedance on electrodes 1 and 8 through 15 had invalid/out-of-range results greater than 10000 ohms, impedance on electrodes 3 through 7 were within normal range with values ranging from 677 ohms to 3493 ohms, and electrode 2 was used as the reference. Since therapy impedance was unknown, longevity estimates were calculated with therapy impedance of 500 ohms and 1000 ohms and the reported settings. The longevity calculations estimated that the ins would reach end of service (eos) in 64 months and 103 months with 500 and 1000 ohms impedance respectively. Early battery discharge was noted.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.